Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow valve was replaced.

Event description:
The hospital reported that, during a planned maintenance on the anesthesia machine, the bellows was noted to be blocked. There was no reported patient injury.